Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a foley catheter was leaking along the shaft between the patient and the y-port. The leak was discovered when urine was seen upon the patient's gown and absorbent under pad. The nurse flushed the catheter and noticed tiny droplets leaking from the side of the catheter.

Event description:
It was reported that a foley catheter was leaking along the shaft between the patient and the y-port. The leak was discovered when urine was seen upon the patient's gown and absorbent under pad. The nurse flushed the catheter and noticed tiny droplets leaking from the side of the catheter.

Manufacturer narrative:
The reported issue is inconclusive as no sample was returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "valve type: use luer slip syringe. Do not use needle. Bard, the i.c. Logo, and lubri-sil are registered trademarks of c. R. Bard, inc. Or an affiliate. Bacti-guard is a registered trademark of bactiguard ab. *bacti-guard® silver alloy coating is licensed from bactiguard ab. U.s. Patent nos. 5,179,174, 5,320,908, 5,395,651, 5,747,178, 5,965,204, 6,224,983 and patents pending canadian patent no. 2,016,081; australian patent no. 642,872 ©2006 c. R. Bard, inc. All rights reserved. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not resterilize. For urological use only. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Caution: ¿ federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿ do not aspirate urine through drainage funnel wall. ¿ aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. ¿ as with all temperature probes: in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. 1salgado cd, karchmer tb, farr bm. Prevention of catheter-associated urinary tract infections. Prevention and control of nosocomial infections, 4th ed. Wenzel rp, editor. Lippincott williams and wilkins, philadelphia, 2003. 2ahearn d.g., et al: effects of hydrogel/silver coatings on in vitro adhesion to catheters of bacteria associated with urinary tract infections. Current microbiology, 2000, 41:120-125. Warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to the instructions for use. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient."